Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned assembled with the driveline severed about 14 inches from the pump housing. The distal portion of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a large, adhered, tissue-like deposition surrounding the bearing ball. The areas of denaturation and the contact marks present on the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although the origin of the deposition as well as duration of time for which it was present in the pump could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh and the power elevations discovered in the log file, due to resistance on the rotor during pump operation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference to the gi bleeding was reported under medwatch MFR. Report #2916596-2017-00707. Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, system controller interrogation revealed multiple pump speed decelerations to 8100 rpm were observed in the controller history. Elevated pump parameters were also reported. The patient has a history of gi bleeding that began prior to implant, and has been off aspirin since (B)(6) , 2016. The patient was recently started on warfarin, and the inr was 1.1, with a goal of 1.5-2.0. The patient was admitted into the hospital secondary to suspected pump thrombus and hemolysis, with lactate dehydrogenase (ldh) levels of 900¿s u/l. It was reported that the patient showed unspecified signs of clinical decompensation. The patient was started on IV heparin, and ramp echocardiogram revealed that the left ventricle was not being offloaded by the pump as expected. The aortic valve opened with the cardiac cycle. On (B)(6) 2017, the patient¿s pump was exchanged. No additional information was provided.